Manufacturer narrative:
(B) (4): the root cause for the pre-mature depletion of the internal hlc battery was determined to be due to tin whisker growth on the on/off switch flex assembly connector plug, designator p506. The tin whiskers were observed to cause off current leakage to vary from 8 microamps to 750microamps.

Event description:
A device was returned to physio-control for field action #(B) (4) and it was found that all three icons (B) (4) icons were illuminated and the device would not power on. There is no patient involvement with the issue.